Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of burrs on the end of the guidewire is confirmed, cause unknown. The product returned is one approximately 3 cm section of what appears to be a guidewire with weld tip. There appears to be damage at the weld tip, two major kinks away from the weld tip and exposed core wire at the end opposite weld tip. It appears the wire coil has become dislocated and unraveled near the tip, with the coil exhibiting a widening toward the tip. The exposed tip exhibits red residue, assumed to be blood residue, indicating use. There is a major, approximately 45 degree bend, with uncoiled, broken coil wire approximately 2 cm from the tip of the guidewire. Another 45 degree bend is evident approximately .6 cm from the first bend, with two coil kinks visible between the bends. The end opposite the weld tip shows major damage, areas of increased luster, indicating that this end was cut using an instrument. As blood residue was observed and damage is present, the complaint is confirmed, use related. The product IFU states, "be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire." A lot history review (lhr) of reas1354 showed three other similar product complaint(s) from this lot number. All complaints for this lot number (reas1354) have been reported from the same chinese facility.

Event description:
It was reported by nurse that there were burrs on the tail end of the guidewire. No patient injury reported. No other event information provided at this time. Eval 1/18/2017 - the returned sample is frayed and damaged. Blood residue is present on the returned sample indicating it was used on a patient.